Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the silver wing that controls the rotation of the instrument is defective and is not going back to normal position when the operator unreleased the button. This makes the adapter and sulu not stopping rotate. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into pt's cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).